Manufacturer narrative:
(B)(4). There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of uremic pericarditis. However, there is a probable association between non-compliance with renal replacement therapy, the event of pericarditis, and outcome of hospitalization. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon receipt of a peritoneal dialysis (pd) patient's medical records it was discovered the patient had previously been hospitalized and treated for uremic pericarditis as the patient was reportedly failing to perform peritoneal dialysis at home adequately. The patient was put on increase exchanges and improved symptomatically.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon receipt of a peritoneal dialysis (pd) patient's medical records, it was discovered the patient had previously been hospitalized and treated for uremic pericarditis as the patient was reportedly failing to perform peritoneal dialysis at home adequately. The patient was put on increase exchanges and improved symptomatically.